Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a gastroplasty, in the last anastomosis (stapled), the staple was not triggered and the stapler stopped (the padlock appeared on the device's display and the padlock did not disappear any more). The physician made several attempts to unlock the stapler without success. No harm to patient. The doctor requested the replacement of the stapler and the load and the procedure could be completed.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? A: yes. If yes, how was the device removed? A: turning the blade return knob. Did the jaws eventually open? A: yes.